Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision of knee components - reason not reported.

Event description:
This is one of seven products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00143, 1038671-2018-00144, 1038671-2018-00146, 1038671-2018-00147, 1038671-2018-00148 and 1038671-2018-00149.

Manufacturer narrative:
This device is used for treatment, not diagnosis corrected data: after investigation it was discovered that this event was appropriately captured, investigated and FDA reported 18 november 2016. The following mfrs were submitted for the reported event: 1038671-2016-00796, 1038671-2016-00797, 1038671-2016-00798, 2016-00799 & 1038671-2017-00127. Associated mfrs from duplicate report: 1038671-2018-00143, 1038671-2018-00144, 1038671-2018-00146, 1038671-2018-00147, & 1038671-2018-00148 no other information will be sent on these mfrs.